Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the configuration file was corrupt. The backup file was reloaded which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the image acquisition system (ias) would not boot. This issue was noted during servicing by a manufacturer representative, and there was patient involvement.